Event description:
It was reported the patient experienced withdrawal and went to the hospital. The patient was in the hospital overnight and discharged the next day. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information was received. It was reported that the patient had lost his personal therapy manager (ptm), though it was unclear if this was related to the event. However, it was stated that the patient was sent a new ptm and had been doing "fine".

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer: patient product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6), product type catheter: product ID 8596sc, serial# (B)(4), implanted: 2010 (B)(6), product type catheter. (B)(4).